Manufacturer narrative:
Eval is in progress, but not yet concluded.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the roller pump display went blank. The device was not changed out, as the perfusionist used the central control monitor (ccm) controls to finish the case. The surgical procedure was completed successfully, and the there were no delays, no blood loss or no adverse consequences to the pt. Per the clinical review: the MFR's clinical specialist spoke with the perfusionist (ccp). The problem was the loss of the lui display on their arterial roller pump. The pump was still functioning fine. The pump never stopped. We discussed that they could change it out on bypass, but since they still had flow control and redundant capabilities on the central control monitor (ccm). The issues involved with changing out the pump and interrupting support were unwarranted and should only be done if the pump would stop completely. The ccp was fine with this plan. On sunday, (B)(6) 2013, the MFR's clinical specialist spoke with the perfusionist (ccp) to f/u. The case was completed w/o incident. The pt transferred to the ICU. The ccp said that he will work with his biomedical engineers (biomeds) to have the pump repaired. It has been taken out of service. The ccp also noted that once the on/off switch on the pump was switched to the off position, that the pump wouldn't restart until they cycled power on the entire pump console. He would let his biomed team know this.